Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as diagnosis of the peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient received unspecified treatment for the event. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event and was discharged from the hospital six days after admission. Dianeal therapies were ongoing. No additional information is available.